Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information as field service engineer (fse) cancelled the work order as duplicate tickets dispatched. No responses received from the fse and the fse manager. Work order was cancelled by fse.